Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a pseudoaneurysm in the left tibioperoneal (tp) trunk using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil into the target vessel, the ruby coil unintentionally detached. Therefore, the detached ruby coil was removed using a snare device. The procedure was completed using additional coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact, the pull wire was in its original position on the distal tip of the pusher assembly. If the ruby coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching from the pusher assembly. The detached embolization coil was not returned for evaluation. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation revealed a kink and fracture in the pusher assembly. Based on the returned condition, this damage was incidental to the reported complaint and likely occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.